Event description:
It was reported that a customer experienced no-flow through a one-link non-dehp extension set. This occurred during infusion with an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Initial visual inspection did not identify any abnormalities related to the reported condition. Functional testing was performed on the device verifying the reported no flow condition. Further visual and microscopic inspection of the device showed that the outlet of the female luer from the extension set was blocked. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.